Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. Programming changes were recommended. The patient was discharged and was in stable condition.